Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument. Initial visual inspection of the instrument noted no ab normalities. Functionally, the instrument was loaded with a single use loading unit. It was observed that the instrument was able to be cycled without pressing the green firing button. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Additional information : if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, was noticed that there was an excessive bleeding from the staple line more than the usual oozing expected (less than 500cc). They had to use clips and suture to over sew the staple line. They use a clip applier and so tire to control bleeding to resolve the issue in order to complete the case. There was no patient injury.